Event description:
Attorney alleges plaintiff developed symptoms including, but not limited to: raynaud's phenomenon, polyarthritis, myalgia, rash characteristic of (sle) systemic lupus erythematousus, peripheral neuropathy, chronic fatigue, lymphadenopathy, photosensitivity, bowel irritability, night sweats, granulomas and burning pain in chest.